Event description:
Reportedly, on (B)(6) 2015 a replacement of the subject ICD was performed for normal battery depletion. During the procedure, interrogation of the device failed. It was reported also that the last follow-up was performed in a different hospital on (B)(6) 2015 and battery voltage was at 4.06v (below the recommended replacement time). The battery voltage on (B)(6) 2014 was 5.01v. The subject device will be returned for analysis in order to know if the interrogation failure is related to the battery depletion.

Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, on (B)(6) 2015 a replacement of the subject ICD was performed for normal battery depletion. During the procedure, interrogation of the device failed. It was reported also that the last follow-up was performed in a different hospital on (B)(6) 2015 and battery voltage was at 4.06v (below the recommended replacement time). The battery voltage on (B)(6) 2014 was 5.01v. The subject device will be returned for analysis in order to know if the interrogation failure is related to the battery depletion.